Manufacturer narrative:
The 5max ace was fractured underneath the strain relief, approximately 1.0 cm from the hub. The complaint has been evaluated. The initial complaint indicated that during a procedure, the physician noticed that the 5max ace was partially fractured near the hub. Evaluation of the returned device confirmed that the 5max ace was fractured. This type of damage typically occurs due to improper manipulation during use. If the catheter is inserted into the patient at an angle with force, it is likely that this type of damage will occur. In addition, if a syringe is used for aspiration instead of the penumbra aspiration pump max, it is possible for the catheter to kink or fracture due to improper handling. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery using a penumbra system 5max ace reperfusion catheter (5max ace). While attempting to use syringe aspiration through the 5max ace, the physician noticed there was a fracture near the hub. The 5max ace was removed and the procedure continued successfully using a new penumbra system 5max ace reperfusion catheter. There was no report of an adverse effect on the patient.